Manufacturer narrative:
The customer¿s report that the tubing leaked was confirmed. Functional testing found the set leaked from the top of the silicone segment. Closer inspection under a lab microscope observed that the leak is due to a small hole on the silicone segment. No tool marks or crush marks were observed on the upper fitment near the small hole. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Functional testing was performed and the set leaked from a small hole at the top of the silicone segment. No other leaks were observed throughout the set. The source of the leak is due to a small hole damage in the silicone pump segment near the upper fitment. The root cause of the hole damage could not be definitively determined.

Event description:
It was reported that the nurse was transfusing a unit of ffp (plasma) when a leak was observed. Upon closer inspection, the tubing had cracked right above; "where it was inserted into the alaris pump". The event occurred in the ICU. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the rn was transfusing a unit of ffp (plasma) when a leak was observed. Upon closer inspection, the tubing had cracked right above "where it was inserted into the alaris pump". The event occurred in the ICU. Although requested there was no additional event details or patient impact provided at this time.